Manufacturer narrative:
Product ID: 3888-56, lot# v712811, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v714585, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v714585, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6)2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s device was not working anymore ¿for about 2 months¿ prior to the report. It was noted that the patient had fallen. It was noted that the patient¿s implantable neurostimulator (ins) did not cover her pain and it turned the stimulation too high, it felt like ¿a pinching.¿ it was noted that the patient programmer worked just fine. Additional information received reported that the patient received assistance from the physician or manufacturing representative and her concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
(B)(4).